Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred resulting in elevated blood glucose (bg) levels. Reportedly, the customer reverted to manual injections for insulin therapy. Although requested, no additional information was provided.